Event description:
Rec'd a voicemail message from health professional requesting a return kit for an explanted device. No additional information was provided. Further f/u with the health professional noted "band explant due to slip + hiatal hernia. Band was replaced. No diagnostic testing done."

Manufacturer narrative:
Taper unk. (B)(4). The reporter of the complaint was asked to indicate the product serial number. The information has not yet been rec'd by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because, no serial number was given. Visual examination may determine the connector type associated with this report. Analysis noted, the band tubing was broken with striations consistent with a surgical end cut to remove the device. Band slippage and hiatal hernia are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the reported event of hiatal hernia as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection."